Event description:
It was reported that pump screen was dark and pump screen would not turn on despite repeated attempts to power it on. There was no reported adverse impact to the customer¿s blood glucose level. Customer followed technical support instructions to try different button presses and charging steps, but the pump screen still did not light up, so customer planned to use multiple daily injections as backup insulin therapy while a replacement pump was shipped,